Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding. The patient reported rebooting the pump and the buttons worked fine for a while but the up arrow button began to be unresponsive when pressed. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. The pump was disassembled during investigation, and there was evidence of corrosion observed on the keypad flex connector pins.